Manufacturer narrative:
The patient specimen was collected in a plastic greiner edta tube. Per customer, the initial specimen was a "bad draw" (short sample). Qc was run before and after the event and results were within specifications. A field service engineer (fse) was not dispatched for this event. The event was investigated by product development group and it was determined the instrument performed per design. The short sample and the set-up of the instrument may have contributed to this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding low platelet (plt) results generated by the coulter lh 750 analyzer for one patient. The low result was reported out of the lab and it was questioned. A second specimen was collected. The operator inadvertently set the instrument's default setting incorrectly and used the same specimen ID#. The analyzer generated a no match error message, and the results were collated. The patient was transported to a hospital and redrawn. The redrawn result was normal. Actual result was not provided. Two days later the second specimen was re-tested on the lh 750 analyzer and a higher result was obtained. There was no change to patient treatment. No death or serious injury is associated with this event.